Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 18056823, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's lead had stopped working. It was also reported that the lead was having high impedances that was too high to stimulate and had no coverage of his pain area while the other lead elicited bilateral paresthesia. The patient underwent a revision procedure wherein the leads were replaced and was doing well postoperatively.